Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. Device not returned to france but received by lake zurich for servicing. Defective parts changed following servicing and returned to france for evaluation. Customer reported that keypad does not work. Device and keypad investigations confirms the following: -preventive maintenance was overdue. -residues found internally. -keypad and flex cable are contaminated by an infiltration, causing an oxidation problem. This situation is probably caused by an improper handling of the device and / or medicaments. The pump was cleaned, keypad was changed, preventive maintenance and quality control check were performed. To our knowledge no patients or treatments were involved. This complaint is misuse. No action was initiated for this issue as per our local procedures.

Event description:
Keypad does not work.